Manufacturer narrative:
B3: date of event - estimated as 01oct2015 as the date range is from november 2014 to april 2022, but the watchman flx device was not approved in the EU until october 2015. This literature identified periprocedural complications relating to watchman and non-bsc products including death. The 2 deaths were identified as duplicates to existing complaints. Literature citation: aminian a, leduc n, freixa x, swaans mj, ben yedder m, maarse m, sanchis l, cepas-guillen p, cruz-gonzalez I, blanco-fernandez f, eschalier r, boersma lva. Left atrial appendage occlusion under miniaturized transesophageal echocardiographic guidance and conscious sedation: multicenter european experience. Jacc cardiovasc interv. 2023 aug 14;16(15):1889-1898. Doi: 10.1016/j.jcin.2023.06.007. Pmid: 37587597.

Event description:
It was reported via literature that cardiac tamponade (major bleeding) and transient ischemic attack (tia) occurred. Left atrial appendage occlusion (laao) procedures were performed with miniaturized transesophageal echocardiography (tee) probes for 546 patients between november 2014 and april 2022. Of the implanted devices from the study, 301 were attributed to the watchman product. A total of 16 periprocedural clinical outcomes occurred in 15 patients. The periprocedural complications included cardiac tamponade in 9 patients, major bleeding events in 4 patients, transient ischemic attack (tia) in 1 patient, and death in 2 patients. One patient developed severe procedural tamponade due to atrial perforation requiring laa surgical repair and ligation and ultimately died from postoperative circulatory shock and multiorgan failure. The other patient died from type 2 acute coronary syndrome in the setting of recurrent and severe gastrointestinal bleeding events.